Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that a false rotational sensor reading resulted in first priming ending earlier than expected and subsequently leading to the firing flat not lining up with the release bar during second prime. The commutator cap was observed to have contamination, which caused the false sensor readings leading to the reported event. Rerun of the device replicated data abnormalities seen in the original data. It could not be determined if the observed damage contributed to the observed rotational sensor data.

Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s918usqs5cxjx cloud - smartphone hardware sm-s918u cloud - cgm sensor type.